Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product has not returned to depuy synthes, however photos were provided for review. Visual inspection of the returned photos found the device with one plate partially deployed at the distal end. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure; it is possible that the red trigger was not completely activated to deploy the first plate and to load the second plate and consequently cause the plate to not be deployed. As per the instructions for use, use instructions are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.

Event description:
It was reported that during the procedure, while using the truespan 12 degree peek device, the user inserted the pistol, removed the valve, rotated it, and repositioned it. Upon firing the first shot, it sounded as if something had come unstuck. The pistol was inspected and it was observed that the trigger mechanism was completely flexible (it was unloaded). The pistol was removed and found that the first point had never left the needle and remained stuck. The device was no longer usable. A new device was then used, and it functioned without any problems. No adverse effects on the patient and no alterations to the surgical schedule. All available information has been disclosed.